Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing pain at the implant site with stimulation on or off. It was noted that pain was slightly alleviated when stimulation was turned off. The patient went to the emergency room and was given pain medication.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the implant site with stimulation on or off. It was noted that pain was slightly alleviated when stimulation was turned off. The patient went to the emergency room and was given pain medication.